Event description:
The report received from the field indicated that the patient had a palmaz blue 5 x 15 stent mounted on an 80 cm. Slalom balloon catheter implanted during the index procedure. The stent was implanted in the superior mesenteric artery (sma). Approximately six (6) months after the index procedure, repeat angiography was performed due to recurrent symptoms. The angiography noted that the palmaz blue stent had a complete circumferential fracture/separation and restenosis at the distal end of the stent fracture. The distal portion of the stent had separated and migrated distally in the vessel and the proximal portion of the stent remained at the target lesion/original implantation site. The physician elected to dilate the restenosis and implant an additional palmaz blue stent overlapping the end of the proximal portion of the original stent and treating the restenotic lesion. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: approximately six (6) months after having a stent placed in the superior mesenteric artery (sma), the patient returned due to recurrent symptoms and a repeat angiography was performed. The angiography noted that the palmaz blue stent had a complete circumferential fracture/separation and restenosis at the distal end of the stent fracture. The distal portion of the stent had separated and migrated distally in the vessel and the proximal portion of the stent remained at the target lesion/original implantation site. The physician elected to dilate the restenosis and implant an additional palmaz blue stent overlapping the end of the proximal portion of the original stent and treating the restenotic lesion. There was no reported patient injury. No additional information regarding patient, lesion or procedural characteristics has been provided regarding this event. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1008729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Although rarely reported, stents in the sma are not immune to fracture. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuousity and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, as well as progression of atherosclerotic arterial disease and biomechanical forces that can possibly lead to strut fatigue and fracture of the stents which may have contributed to these events.